Event description:
As reported: "locking screw did not lock with plate, opened and used a new different product and successfully locked."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Nonetheless, it could be determined that the reported event could be related to an issue already known. Related to post market surveillance activities, a potential non-conformity report (nc) was initiated to address similar events related to the variaax2 t8 and t10 locking feature. The investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique clearly states that the proper use of the screw should prevent this malfunction from happening: ¿caution: with the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. Final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface¿ although no product related issue could be detected, a preventive action (CAPA) was opened. As a result, the design of the variax 2 locking screws t10, 3.5mm (B)(4) and t10, 2.7mm (B)(4) shall be changed to increase the torque to failure of the locking interface. The implementaion is planned to be approved in march 2024. Therefore, the screw was manufactured before any design change took place. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation if the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : discarded at hospital.

Event description:
As reported: "locking screw did not lock with plate, opened and used a new different product and successfully locked."